Event description:
During repetitive transcranial magnetic stimulation treatment for treatment resistant severe major depressive disorder by a neurostar machine, I experienced twitching in my left eyelid, which persisted after each session and still is present 4 months after completing treatment. About 4 weeks after the end of the treatment, the eye twitch resolved, then returned 4 weeks later. Treatment resistant severe major depressive disorder (recurrent), chronic generalized anxiety disorder, hypertension controlled with medication, obesity, migraine, hypercholesterolemia controlled with medication, osteoarthritis, vitiligo, coronary artery calcification, obstructive sleep apnea controlled with CPAP, polycystic ovarian syndrome with dysmenorrhea, rosacea, eczema, diverticulosis, allergic rhinitis, mthfr homozygous mutation. FDA safety report ID # (B)(4).